Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.

Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog has been tested up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels since reinstating pump use on (B)(6) 2016 after a voluntary break. Customer reported a bg level of 244 (mg/dl) on (B)(6) 2016, and treated bg level by drinking water and administering a correction bolus. Reportedly, customer previously spoke with health care provider (hcp) about bg levels and pump settings were adjusted; however, no specific date or information about specific setting adjustments were provided. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Cartridge uses novolog insulin and is reportedly changed every 6 days. Customer was reminded that novolog is indicated for use up to 72 hours and referred to their hcp to further discuss factors that may affect bg levels.